Event description:
It was reported to philips that the device has a failure alarm. The customer worked with the technical support representative. It seems this could be a battery issue. Upon conclusion of the evaluation, it was determined that the two batteries should be replaced. The batteries to be sent to the customer for their installation. The device remains at the customer site and no further evaluation is warranted at this time. This report covers the second battery.